Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that high out of range shock impedance measurements were exhibited when t comes to this right ventricular (rv) lead. Technical services (ts) discussed lead calcification and recommended increasing the shock impedance out of range limit during a clinic programmer session. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that high out of range shock impedance measurements were exhibited when to comes to this right ventricular (rv) lead. Technical services (ts) discussed lead calcification and recommended increasing the shock impedance out of range limit during a clinic programmer session. This lead was subsequently explanted due to suspected lead failure. No additional adverse patient effects were reported.

Event description:
It was reported that high out of range shock impedance measurements were exhibited when to comes to this right ventricular (rv) lead. Technical services (ts) discussed lead calcification and recommended increasing the shock impedance out of range limit during a clinic programmer session. This lead was subsequently explanted due to suspected lead failure. The lead was disposed and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.